Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and per the physician, a cause for the reported mitral valve insufficiency/regurgitation was unable to be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip was implanted successfully, reducing the mr to grade 1. No additional information was provided for this procedure. On an unknown date (estimated to (B)(6) 2025), the patient presented with recurrent grade 4 mr. The mitraclip was reported to be stable on both leaflets. It is unknown why the mr was recurrent. On (B)(6) 2025, an additional mitraclip procedure was performed. Two mitraclip ntws were implanted successfully. The post-procedure echocardiogram noted that the gradient increased to 6mmhg after implanting the first clip and 7mmhg after the 2nd clip. Per the physician the results were satisfactory and there were no adverse patient effects. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay.